Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor gel barrier separation in an unspecified number of samples. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor gel barrier separation in an unspecified number of samples. There was no report of patient impact.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown